Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead, the ventricle was perforated. The physician repositioned the rv lead with normal measurements and closed the pocket. The patient's blood pressure was observed to drop and diagnostic imaging confirmed a mild pericardial effusion. The physician performed a pericardial drain to resolve the effusion and the patient's blood pressure returned to normal. The rv lead remains implanted and the patient was stable with no additional consequences.